Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist said to stop wearing the aligners. They have pain in the upper arch. The aligners have caused significant damage to their teeth. Patient provided office visit notes from their dentist. Dentist explained to the patient that their sensitivity is likely from the aligners that they are experiencing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.